Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Device not yet received.

Event description:
It was reported that the implant mount (sgiim5s) did not disengage from the implant. Another implant was placed in the same procedure.

Manufacturer narrative:
One navigator certain implant mount was returned for inspection. A visual inspection revealed that the bottom hex of the mount showed significant signs of tool damage. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: subcrestal implant placement protocol: place the implant in the prepared site at approximately 15 ¿ 20 rpm. It is not uncommon for the handpiece to stall before the implant is completely seated. The mount was functionally tested. The mount was unable to engage with a mating implant, and became stuck when tried. The complaint is confirmed. A singular cause for the complaint could not be determined. Were re-entered as these fields are required.

Event description:
It was reported that the implant mount (sgiim5s) did not disengage from the implant. Another implant was placed in the same procedure.